Manufacturer narrative:
The reported device was returned and extended investigation will be performed. A final report will be submitted once additional information is received. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain and an infection at the insertion site while wearing an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional, who diagnosed the customer as having a cellulitis infection and prescribed (B)(6) 500mg (antibiotic) and (B)(6) (antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing pain and an infection at the insertion site while wearing an adc freestyle libre sensor. Customer further reported having contact with a healthcare professional, who diagnosed the customer as having a cellulitis infection and prescribed cephalexin 500mg (antibiotic) and topical mupirocin (antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs sensor kit was reviewed and the dhrs showed the fs sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective.no malfunction or product deficiency was identified. If the reported sensor applicator and packing are returned, an investigation will be performed.